Event description:
The customer reported that while using the adc device, the freestyle librelink application was lost as it ¿removed itself¿ and as a result, the customer was not able to obtain glucose readings. The customer experienced symptoms of sweating, blurred vision, shaking, and was unable to self-treat. The customer had contact with a healthcare professional who obtained an unspecified glucose result and administered glucose gel for the treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that while using the adc device, the freestyle librelink application was lost as it ¿removed itself¿ and as a result, the customer was not able to obtain glucose readings. The customer experienced symptoms of sweating, blurred vision, shaking, and was unable to self-treat. The customer had contact with a healthcare professional who obtained an unspecified glucose result and administered glucose gel for the treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Attempted to recreate the user complaint and was able to scan a sensor successfully using the ios version of the app. Could not replicate the user complaint from provided information. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.